Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg did not work. It was noted that the upper case was broken, encoder assembly, one knob and two screws were contaminated, lower case was scratched and broken and display frame boss was stripped. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not work. There was no patient involvement.